Manufacturer narrative:
The results of this investigation concluded all three leaflets contained tears. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted. On (B)(6) 2017, grade 3-4 aortic insufficiency was observed on echo secondary to a reported tear in the non-coronary cusp. On (B)(6) 2017, the trifecta valve was explanted and a magna ease valve (size unknown) was implanted. Ex vivo, a torn cusp was reported.